Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd microfine¿ pen needle was difficult to press and humulin r insulin would not come out during the injection. The following information was provided by the initial reporter: "on (B)(6) 2021, unspecified time after the beginning of the insulin human treatment viahumapen luxura hd, the patient realized a device misfunction and that the dosage arranged on application pen was not pressing,black stick was not moving, the liquid was not coming out and the patient did not received the medication. It was also reported that the needle tip inserted on application pen was swelled and the patient was using bd microfine needle tip. Initially, when asked, the reporting pharmacist stated the pen arranged to 6iu, shortly thereafter, it was stated the medication was not coming out but when thepen was pressed the head piston moved." "Additionally, the reporting pharmacist stated the patient used this humapen luxura hd for ten years."